Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi) and in-stent restenosis. In (B)(6) 2006, a 2.75x16mm taxus stent was implanted in the left anterior descending artery (lad). In (B)(6) 2010, the patient presented due to unstable angina (braunwald class iiib) and was referred for cardiac catheterization. The de novo target lesion was located in the proximal extending to mid right coronary artery (prox-mid rca) with 85% stenosis and was 23mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 2.75x28mm promus element stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with chest pain and a q-wave mi was reported. The patient experienced ischemic symptoms and was referred for cardiac catheterization. Coronary angiography revealed diffuse in-stent restenosis of a 2.75x16mm taxus stent previously implanted in the lad, which was treated with balloon angioplasty and placement of a 2.75x22mm non-bsc stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
If implanted, give date: (B)(6) 2006. (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).